Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that the consumer experienced blurry vision, dry eye, eye irritation, red eye in right eye after wearing contact lenses. After a week consumer contact felt very dry towards the evening, and eyes were a little painful in the mornings after sleeping. The consumer was consulted with eye doctor and diagnosed with cornea inflamed bacterial infection which could've turned into an eye ulcer and was prescribed unspecified eye drops. The product was not checked for issues prior to use. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received.